Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial#: unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Pt mentioned that they had really bad knees (unrelated to ens device) and during their trial period the leads were causing shocking to their entire legs causing them to yell in pain because the elective shocks down their legs were very painful but manufacturer representative (rep)  that they dealt with during the trial period helped adjusted the stimulation resolving the issue. Pt mentioned that the therapy works but they don't believe or trust their current rep. Pss reviewed role of rep with patient.